Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). The quality controls (qcs) were within acceptable ranges. A siemens customer service engineer was dispatched to the customer's site. The instrument was evaluated, and no errors were detected. The customer ran precision testing and qcs, which passed. The potential cause of the discordant, falsely elevated tpsa result was the sample integrity or pre-analytical sample handling. The instrument is operating within manufacturing specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated total prostate specific antigen (tpsa) result was obtained on a patient sample on a dimension vista 1500 instrument. The discordant result was reported to the physician(s) who questioned the result. The sample was repeated on an alternate dimension vista instrument, resulting lower. The repeat result was reported to the physician(s) as a correct result. There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated tpsa result.